Event description:
It was reported that t:slim x2 pump battery did not charge despite use of tandem charging cable, wall adapter, different wall adapter, and different charging cable, and pump did not recognize charging connection even after being plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to let battery fully deplete and return problematic pump within 10 days using provided materials, and advised customer to enter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.